Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd OEM smartsite y-body valve eo only leaked at the piston. The following information was provided by the initial reporter: customer found a quality issue during fqc inspection, see below, issue: leakage at piston. Response received on 20-aug-2023. Are you able to advise the date of occurrence? (B)(6) 2023. Was there any other damage observed on the product? No.

Event description:
No additional information.

Manufacturer narrative:
A complaint of leakage at piston found during fqc inspection was received from the customer. A photo was provided for investigation. In the photo, an ovality condition could be seen on the piston of the smartsite component that would cause leakage. The defect of leakage was confirmed. A device history record review for model 5100r lot number 22074272 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 25jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The automation combo machine which assembles the piston to the fla and body part has sensors to detect ovality condition. This testing is performed during manufacturing process. According to the product requirements document (dir 10000304139) to reach any type of plastic deformation such as ovality condition on the part, they must be submitted or exposed past the an extreme temperature range. The manufacturing environment within the cleanroom is roughly 69 degrees f. Therefore, manufacturing process could be discarded as source of the leakage by ovality condition on smartsite valve parts. The root cause of the defect could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.